Event description:
It was reported that multiple intermittent cartridges were leaking from an unspecified location. Reportedly, customer loaded a new cartridge to address the issue. There was no reported adverse impact to the customer's blood glucose level.